Manufacturer narrative:
No information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the battery door was missing, the downstream occlusion sensor seal was bubbled, the upstream occlusion seal was worn and the lcd lens was scratched. Functional testing duplicated the reported issue. The investigation determined that an inoperable latch lock flex sensor was the cause of the reported issue. The sensor was replaced to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that during testing the pump exhibited a cassette not attached error. There was no patient involvement.